Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - e1(site country), h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: e1 (name, phone no., mail ID). The getinge field service engineer (fse) during preventive maintenance found a helium leak in both the cart and the  pump console. To fix the issue fse replaced both cart and the  pump console. After  replacing parts, fse discovered cardiosave was not charging (will be  repaired on separate service order). This cardiosave  is  not cleared for  use.